Event description:
An eyecare practitioner reported that a pt experienced a para-central corneal ulcer od associated with wear of focus night & day lenses. The pt presented with severe pain, mucopurulent discharge, 3 infiltrates that were connected with overlying staining, and a moderate anterior chamber reaction (cells and flare). Ciloxan prescribed every half hour for day 1, every hour for day 2 & 3, qid after. Event resolved and pt to resume contact lens wear with no loss of best-corrected visual acuity (20/20 before and after). No further information is available.